Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to loosening. It also is stated the patient had a metal-on-metal hip.

Manufacturer narrative:
Information has been received and the device initially reported to this event is manufactured by zimmer (B)(4). Please reference 0009613350-2016-01016.